Manufacturer narrative:
Correction: b5 - microbiological results from the customer were not received. The customer reported that the device failed testing two time. This report is being supplemented to provide additional information based on results of third-party testing, the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date:(B)(6) 2023. 1.sampling from: tip. Cfu:n.d. Bacterial identification:n/a. Sampling from: pliers table. Cfu:n.d. Bacterial identification:n/a. Sampling from: forceps channel/suction channel. Cfu:0cfu. Bacterial identification:n/a. Sampling from: air/water channel. Cfu:2cfu. Bacterial identification:micrococcus luteus. Sampling date: (B)(6) 2023. Sampling from: tip. Cfu:n.d. Bacterial identification:n/a. Sampling from: pliers table. Cfu:n.d. Bacterial identification:n/a. Sampling from: forceps channel/suction channel. Cfu:0cfu. Bacterial identification:n/a. Sampling from: air/water channel. Cfu:0cfu. Bacterial identification:n/a. Additional details were received regarding the cleaning disinfection and sterilization practices (cds) of the user where there was no suspected patient infection and no apparent deviations, deficiencies, or concerns with reprocessing. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the switch box has a scratch, scope cylinder has no color, scope cover unit has a scratch, scope case unit has stain, due to wear of angle wire, the play of up/down knob is out of the standard value, light guide lens has a crack, distal end is shaved, due to annual inspection, parts must be replaced, universal cord has a wrinkle, a whitish foreign material was found inside the air/water cylinder, a whitish foreign material was found inside the air/water tube, and foreign material was also found in a groove of the distal end. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Additionally, it was confirmed that the air/water cylinder, air/water channel, and the tip of the device in question was clogged with white foreign matter, but olympus was unable to obtain information that could identify the foreign matter. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). There was no physical damage to the area where foreign matter remained. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." . Olympus will continue to monitor field performance for this device.

Event description:
The device did not pass microbiological testing twice after reprocessing.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during routine microbiological testing, the evis exera iii duodenovideoscope tested positive for 2 colony forming units (cfus)/ml of micrococcus luteus in the air/water channel. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.